Event description:
Customer reported receiving a bad sensor alert. She also reported receiving calibration error and change sensor alerts. Customer's blood glucose was 48 mg/dl. The customer also reported her sensor glucose reading would be 67 mg/dl and her blood glucose reading was 139 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.